Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a pulse generator change out the atrial lead exhibited a sensing anomaly and high thresholds. The lead was capped and replaced on (B)(6) 2015. The patient was in good condition post procedure.